Event description:
It was reported that the patient experienced acute pain after she contracted pneumonia approximately 3 months prior and was hospitalized for 6 days. The patient was prescribed prednisone and when the dosage was increased, she began having constant pain around her implantable neurostimulator (ins) system where she couldn't get out of bed and had to use a cane/walker and was unable to drive. The dosage was decreased and the patient thought "the damage was already done." There were no reports of trauma or falls that may have contributed to the pain. An appointment was scheduled on (B)(6) 12 with the patient's physician. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot # v471253, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer.